Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter stiffening stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one tls 3cg stylet. Usage residues were observed throughout the sample. Multiple bends and kinks were observed along the length of the stylet wire. The sample was received in two segments which shared a complete break near the distal end of the stylet. The stylet wire protruded from the polyimide tubing at the distal fragment break site. Microscopic inspection of the wire revealed a granular break surface. Material necking was observed in the vicinity of the break. Microscopic inspection of break in the polyimide tubing revealed material buckling and deformation. The abundant kinking and break site deformation and buckling of the polyimide tubing was typical of damage caused by sample manipulation. The wire break features were consistent with failure under tensile (pulling) stress. The product IFU states ¿never use force to remove the stylet.¿ a lot history review (lhr) of rebn0973 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the nurse was experiencing difficulty placing a PICC in the patient. The nurse removed the guidewire and was cleaning the blood clot off of the end of the wire and the wire broke off in her hand. No patient injury was reported.